Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The liberty select was received and investigated on an unrelated customer experience. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. Mushroom head check passed. Tested positive for glucose. A visual inspection of the returned cycler interior showed dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported during routine follow up on an unrelated customer experience encountering a fluid leak in the back of the cassette after the completing treatment. Patient stated that fluid came in contact with the inside of the cassette door. Patient reported the fluid leak to the peritoneal dialysis nurse. It is unknown if the patient experienced any alarms during the treatment. The patient did not report any complications as a result of the fluid leak. The liberty select cycler was replaced. Additional information was solicited.